Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of up to 500 mg/dl with symptoms of fatigue and nervousness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal program did not match the active basal history. There was no known cause of this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the pump history showed a call service 174 basal edit not saved was recorded, indicating the user attempted to edit the basal rate but did not select save. An alarm was recorded followed by a power on reset with insulin deliveries resumed. The basal history did not match the active basal program due to the alarm followed by a power on reset. During investigation, the pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms occurred during this time. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or defects to the printed circuit board or internal components. No intermittent conditions were found to the motor flex. The allegation of a basal history recording defect was unable to be duplicated during testing. Unrelated to the original complaint, the display screen had a pinkish contrast. Additionally, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.